Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# kw2jv5, delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 71754103, size 4 accolade ii 132 deg; cat# 6720-0435; lot# 59364801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's right hip due to infection (infection was clinically confirmed but the infecting microorganism was not reported to the rep). The patient's entire hip construct was removed and a spacer placed. Rep provided the primary implant sheet and reported that no further information will be available.